Manufacturer narrative:
The pump passed the functional testing, including the operating currents measurement, self test, unexpected restart, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. No excessive no delivery alarms were noted. The pump had a cracked case at the display window corner and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they received excessive no delivery alarms. The customer also reported that the insulin would squirt out when the piston reaches the reservoir. The customer's blood glucose was unknown at the time of incident. The customer declined to complete troubleshooting for the no delivery alarm. The insulin pump will be returned for analysis.